Manufacturer narrative:
Additional information has been provided in b5 and d6b.

Event description:
It was later noted that the device was successfully weaned.

Event description:
Clinical narrative: an impella 5.5 device was inserted via the right axillary/subclavian surgical arterial approach in a 66-year-old female patient for the indication of acute myocardial infarction complicated by cardiogenic shock, classified as society for cardiovascular angiography and interventions (scai) stage e shock. The patient¿s comorbidities were not reported. During impella 5.5 support, a purge system blocked alarm was reported. The purge solution consisted of dextrose 5 percent in water with 25 milliequivalents of sodium bicarbonate. In response to the alarm, the purge cassette was replaced; however, no kinks or blockages were identified, and the cassette exchange did not resolve the issue. Sytemic anticoagulation with heparin had been temporarily discontinued. Following discontinuation of anticoagulation, the purge system issue was observed. The clinical team initiated tissue plasminogen activator (tpa) therapy through the purge system for suspected thrombus-related obstruction. The purge system alarm subsequently resolved following tpa administration. The impella 5.5 device remained in place and continued to provide hemodynamic support throughout the event. The patient remained on support at the time of reporting.

Manufacturer narrative:
Additional was provided b5 and h6 was updated.

Event description:
The complainant reported that during impella 5.5 support, a ¿purge system blocked¿ alarm was observed. The purge cassette was replaced, and no kinks or blockages were identified in the external purge system components. Consideration was given to the use of tissue plasminogen activator (tpa) for further management. Information regarding the resolution of the alarm was not provided. The device remained in use, and the patient continued to receive support at the time of this report. No signs or symptoms of patient injury or patient harm have been reported in association with this event.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.